Manufacturer narrative:
Per (B)(4) - initial report. Additional information, including the nature of the impingement, operative notes, x-rays and patient information, has been requested in order to progress with the investigation of this event. Available information will be detailed in a supplemental report. The relevant device manufacturing records will be identified and reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experience with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision (with ops used in primary surgery) of the cup, liner, insert and head after approximatively 10 years and 4 months due to impingement (instability).